Manufacturer narrative:
This device used for treatment and not diagnosis. The investigation shows that the head locking thread is badly deformed due to mechanical mishandling and overload of torque. The screw head is deformed in such a case as he could slip trough the plate. The visible signs clearly indicate exceeding applied mechanical force while insertion which caused the damage at the screw head finally. No product fault could be detected.

Event description:
A device report from synthes (B)(4) indicated a hospital in (B)(6) reported: during surgery for a distal radius fracture, after repositioning and installing the plate surgeon chose fix mode in a positioning hole. Surgeon inserted 4 va locking screws in the distal holes and 3 cort. Screws in the shaft holes. The screw in proximal row most styloid hole was penetrated. Surgeon removed the screw that went through plate hole. Surgeon decided to leave plate in the patients body. Surgeon closed and finished this surgery. This is 1 of 2 reports for complaint (B)(4).

Manufacturer narrative:
Device used for treatment and not diagnosis. Without a lot number the device history records review could not be completed. The device was received and the investigation is ongoing.